Event description:
Customer reported to beckman coulter, inc. (Bec) that there was water in the reagent compartment of the unicel dxc 800 synchron system. Customer reported that there the liquid looked crystallized where it had dried. Customer reported that quality control (qc) looked good when they last ran about an hour ago. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the total bilirubin reagent cartridge was cracked at the bottom. The fse put in new reagent to avoid contamination and calibrated then performed quality control.

Manufacturer narrative:
Total bilirubin reagent is corrosive and may cause burns to the eyes, skin and gastrointestinal tract and severe respiratory tract irritation. (B)(4).